Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited high pacing impedance. No intervention or procedure was performed. The patient was stable throughout.